Event description:
It was reported that the customer had a no delivery alarm occur with their insulin pump. The customer was not able to trouble shoot at the time to isolate the issue. Customers blood glucose level was reported at 116 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.